Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed in asystole vs. Fine vfib. According to the reporter, the device alarmed connect electrodes or connect cable and would not charge. A backup device was immediately called for and used. Patient outcome is unknown but there were no reports of any adverse events due to device use.